Event description:
Customer reported via phone call to have no delivery when reservoir was low. Customer believed that no delivery was due to site issue. Customer reported of being hospitalized due to cancer. Customer states that a large mass was removed from liver which was causing high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.